Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# va0fly0, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was originally reported on (B)(6)-2014 that the patient never had therapeutic effect and had no stimulation sensation. The implantable neurostimulator (ins) system was placed in her right hip cheek. She tried to increase stimulation ¿a couple of weeks ago,¿ but her incontinence was the same as prior to implant. The patient noted that stimulation was set too high when she was at the hospital and she could not walk as a result. The stimulation had to be turned down. Two weeks later it was reported that the patient did not have concerns with her device or therapy. The patient received assistance on (B)(6)-2014 and her concerns were resolved. However, about five and a half months later it was reported that it was ¿a complete disaster, it did not work, she had pain in her colon.¿ her ins had to be moved to the left cheek in july and it was rewired to the left side. The patient wanted to keep trying because the trial worked on both sides and was ¿heaven.¿